Event description:
The customer was hospitalized for high bgs. It was informed that the customer had a kidney transplant last year. It was stated that the customer did not change the set or treat the bgs with manual injections. The customer was released at the time of call. It was informed that the transplant dr would not give customer a back up plan to treat high bgs. Instructed the customer to disconnect from the pump. Troubleshooting was performed. The time and the basal rates were correct. The alarm history shows several alarms.